Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error 63 confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alarm emergency call 911 after the insulin pump suspended on low. The customer's blood glucose level was 4.7 mmol/l at the time of the incident. The customer¿s other blood glucose was 3.2 mmol/l. The customer stated that the insulin pump had an insulin pump error alarm during self test. The customer was able to clear the alarm and was also able to complete the insulin pump rewind. It was reported that the customer and her husband did not hear alarm at night. The audio options menu in the insulin pump was set to vibrate. The customer reported that they did hear beeps when audio volume settings were saved. The customer reported that they did not hear the differences between the two audio beep volumes (1 & 5). The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.